Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the hospital through the manufacturer's device tracking form that a pump exchange had occurred. It was confirmed by the vad coordinator that patient was experiencing end of life pump failure and a decision was made to exchange the patient's lvad with another lvad.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for evaluation. The examination of the returned pump confirmed pump end of life as a result of lower main and outer cam follower bearing wear. Mechanical drag created by the worn bearings caused the pump to reduce speed to 50bpm in order to maintain an average stroke volume of 76. The visual inspection of the lower main bearing found several cracks in the phenolic bearing retainer and no remnants of the lubricant used to lubricate the assembly. The examination of the outer cam follower revealed significant axial play when it was manipulated by hand and no lubricant was found inside the assembly. No further information is available. The manufacturer is closing its file on this event.